Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump data was inaccurate and missing despite the pump being in use. Tandem technical support reviewed the pump data logs and it was determined the pump data was not visible due to the pump shutting off unexpectedly. However, customer maintained the history allegation and that the pump was not performing as intended. Reportedly, customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 130-150 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified (damaged usb pins).